Event description:
It was reported that the customer had 3 sets that did not stick. Customer stated that the tape was coming off. Customer's blood glucose level was 427 mg/dl today. Customer treated with the pump anda new set. Customer uses set tape. Customer was not offered troubleshooting for high blood glucose levels because the call was dropped. No add'l info provided.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused of contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.